Manufacturer narrative:
Continued: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "capsular calcifications," pain, and "extrusion of silicone." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel bleed: not observed. Calcification: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture", "capsular calcifications" and "extrusion of silicone." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - gel bleed: not observed. -calcification: not observed. No further actions are required since no issue in the manufacturing of the device is observed.